Manufacturer narrative:
(B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-10895, 2134265-2017-10896, 2134265-2017-10897, 2134265-2017-10894. It was reported that a perforation occurred. The patient presented very ill. The patient was being treated for bi-lateral iliac artery recanalization. Vascular access was gained via the right popliteal artery with a 6f sheath. The iliac artery was then crossed with a non bsc guidewire and a support catheter. Pre-dilation was performed using a 4 x 60 mm mustang balloon catheter. An express ld 6 x 40 stent was implanted along with two innova stents (7 x 60 mm and 7 x 80 mm) in both the right external iliac artery and the right common iliac artery. The physician then went to take images and noticed bleeding in the right external iliac artery and suspected a perforation. The perforation was treated with 2 non bsc covered stents along with multiple prolonged angioplasty balloon inflations to control the bleed. Once the bleeding was controlled, the physician went to remove the sheath from the popliteal artery when clotting was then observed in the right superficial femoral artery (sfa). The physician tried to aspirate the clot through the sheath, and then by using a guide catheter, without success. Mechanical thrombectomy was performed with an angiojet solent proxi in the sfa to remove the clot, followed by implantation of an express ld 6 x 30 mm stent. The case was concluded around 3 pm and the patient passed away at 12 am. The cause of death was cardiopulmonary arrest secondary to disseminated intravascular coagulation. There were no product malfunctions or failures with any of the bsc devices used during the procedure.